Event description:
Surgeon initially reported four cases of endophthalmitis possibly associated with the use of the phaco system. Facility later reported that these events were possibly associated with viscoelastic. One of the four patients had faecalis enterococcus, one had staphylococcus and the other two patients had no growth. This patient is one of four being reported. This patient had mild tyndall. Vitreous culture revealed no growth at day 12 post cataract surgery. Treatments included topical and intravitreous antibiotics and surgery.